Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a fault code and emitted beeping tones. Technical services (ts) was consulted on how to reset the beeping tones. An explant procedure was scheduled. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the code displayed was due to premature battery depletion (pbd). At a later date, this s-ICD was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a fault code, and emitted beeping tones. Technical services (ts) was consulted on how to reset the beeping tones. An explant procedure was scheduled. This device remains in service. No adverse patient effects were reported.